Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for cosmetic damage. The customer¿s blood glucose level was unknown. The customer reported damage to the missing lip ring and black o-ring at reservoir compartment entrance. Customer does not know and may have gotten bumped but not dropped and just doesn't know. Customer reports damage to the pump. Customer reported that reservoir is unable to lock in place when inserted into pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.